Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error b31 is caused by a defective universal cable. The light guide bundle was chipped and dented rigid tube is caused by a component likely due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error b31, the light guide bundle was chipped and dented. The seal ring was loose.